Manufacturer narrative:
A sample device was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and mail. A completed questionnaire was received 02/09/2016. (B)(4).

Event description:
A nurse reported that after an intraocular lens (iol) was implanted, the patient had visual disturbances. The surgeon had observed that the lens had what appeared to be a crack or crease in the anterior optic. The lens was exchanged approximately six weeks after initial implantation. In a follow up, the surgeon indicated that the patient's disturbance was issue with glare, which resolved after the lens exchange procedure. The patient was noted to have mild posterior capsular opacity. The surgeon also indicated that an unapproved viscoelastic was used with the listed cartridge/handpiece/iol combination.